Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: after rotating the knob, the jaws closed but they would not re-open; another instrument was used. Surgery time was extended by more than 30 mins and add'l tissue was resected.